Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in superficial femoral artery with mild calcification. The 6x150mm absolute pro ll self-expanding stent system (sess) was attempted to be used in the procedure; however, resistance with met with the thumbwheel and the stent failed to deployed. Another same size absolute pro stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found the sheath was separated from the distal end of the shuttle inside the handle of the device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure and mechanical jam was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.